Event description:
It was reported by service report that the scale is inaccurate and the power cord jacket is torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): load cell.